Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the chunk missing from the entrance to the reservoir compartment. Customer¿s blood glucose value was 13 mmol/l. The customer reported that the reservoir was not able to lock in place when inserted into insulin pump. Customer was advised to discontinue the use of the insulin pump and revert the backup plan as per health care professional. Customer was advised to replace the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device received with cracked/detached end cap. Also, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.